Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: carto mapping system. Other company¿s devices were used during this study: ensite navx electroanatomic mapping system (st. Jude medical). (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4) the device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one patient with symptomatic, drug-refractory, paroxysmal atrial fibrillation underwent radiofrequency catheter ablation. The patient suffered device-related pulmonary vein stenosis. However the author did not claim any device malfunctions. Title: "randomized, controlled trial of the safety and effectiveness of a contact force-sensing irrigated catheter for ablation of paroxysmal atrial fibrillation." The purpose of this study was to evaluate the safety and effectiveness of a novel irrigated radiofrequency ablation catheter that measures real-time contact force (cf) in the treatment of patients with paroxysmal atrial fibrillation. Suspected device is ablation catheter navistar thermocool, however catalog and lot number are unknown. Other serious and non-serious adverse events were reported in this article (serious events are reported to FDA separately): 1 patient device-related cardiac tamponade/perforation. 1 patient procedure-related cardiac tamponade/perforation. 2 patients procedure-related pulmonary edema. 3 patients procedure-related vascular access complications. 5 patients procedure-related hospitalizations (initial or prolonged). The awareness date for this complaint is 09/23/2015 because the article was reviewed by a bwi employee on 09/23/2015.